Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a cracked blade. As a result, instrument failed the energy recognition test. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The blade damage may be detected by the generator with a solid tone or an error. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was stuck on the instrument's grips. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace instrument stopped working after 3 hours of trouble-free use. The surgical staff had to take the harmonic ace instrument out of the patient and clean the blade, then retest, then rewrap and finally change to another instrument. The procedure was completed with a backup instrument with no patient injury. The issue delayed the procedure. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the harmonic ace instrument remained static. It did not respond to the commands. The harmonic ace instrument became stuck in the patient's tissue. The issue caused a delay of 15 to 30 minutes, and it did not occur during a critical step of the procedure.